Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer replaced the main printed circuit board (pcba) along with the retractor assembly - after repairs, the full height cubie drawer was functioned normally. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary system drawer was not detected on bus. The field service representative reported that this malfunction occurred during the dispensing of medication to a patient, resulting in a delay. There were no adverse events or injuries reported based on this event.